Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for unrelated dialysis. Upon interrogation, it was noted that the atrial lead dislodged. The lead also exhibited drops in sensing. The lead was successfully repositioned. The patient was asymptomatic and stable post procedure.